Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 271 mg/dl. The customer treated their high blood glucose with a correction bolus and an insulin pen. Through troubleshooting, it was found that the drive support cap appeared normal. The customer also stated that there were bubbles in the lining of the infusion set. The customer described the bubbles as an eighth of an inch large as well as champagne sized bubbles. The customer confirmed there were no leaks observed. The customer stated that they would contact their healthcare provider concerning the high blood glucose levels. The customer did not return their insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.